Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: #(B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was attempted but dislodged post lv sheath slit. Another lead was successfully implanted. No patient complications have been reported as a result of this event.